Event description:
It was reported that the patient's device had exhibited battery depletion (bd) code. The patient's device was at 95% battery. Ts discussed that this bd code was due to excessive magnet applications. Battery had recovered. No adverse events.